Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, high impedance was observed and a connect check showed red. An impedance check recorded abnormally high values of 40,000 at contact 8, 37,720 at contact 10, 40,000 at contact 11, 40,000 at contact 13, and 38,970 at contact 14. No other stimulation issues were reported. No troubleshooting was performed and the cause was unknown. The issue was reported as resolved, and the patient was reported alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep further clarified the selection of high impedances on the day of surgery was an error. There was no surgery. The rep noted the high impedances at a pt meeting.